Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 440 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. It was reported that cartridge change errors occurred with multiple cartridges. The customer reverted to manual injections for insulin therapy.